Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'alarming for downstream occlusions when there is an upstream occlusion' which was confirmed through a review of the event history log but not reproduced during evaluation. The device was tested downstream with no problems produced. The reported problem 'alarming for downstream occlusions when there is an upstream occlusion and alarming for occlusions when there's no observable occlusion' was confirmed during the event history log (ehl) review but not reproduced during evaluation as a downstream occlusion. Evaluation performed downstream testing with no problems produced. Evaluation determined no correction is required.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusions when there was an upstream occlusion and alarmed for occlusions when there was no observable occlusion. The event happened during delivery at the central sterile. There was no patient involvement. No additional information is available.